Manufacturer narrative:
The additional information was received from customer (affiliate): the purpose of call was to inform bwi that an effusion, of unknown origin, had occurred during an a-fib ablation where bwi products where used. The sound star catheter, which was used for the trans-septal visualization and sound mapping, was not in the rv but used to visualize the rv and effusion around the rv. The sound star catheter was not the cause of the effusion. The cause was undetermined at time of incident. A bidirectional thermo-cool catheter was used in the left atrium for vein isolation at the time the effusion was visualized. The ablation catheter was not determined the cause of the effusion. The concomitant devices: webster cs catheter with ez steer technology and auto ID: us catalog #: bd710df282ct, lot #: unknown (disposed). Soundstar 3d diagnostic ultrasound catheter 10f: us catalog #: sndstr10, lot #: unknown (disposed). Lasso 2515 nav variable catheter: us catalog #: ln222515ct, lot #: unknown (disposed). Preface sheath: us catalog #: 301803m, lot #: OEM_301803m (disposed). Webster with auto ID electrophysiology catheter: us catalog #: f6qa005ct, lot #: unknown (disposed)m carto 3 system: us catalog #: fg540000, (B)(4). Stockert 70 rf generator: us catalog #: s7001, (B)(4). Coolflow irrigation pump: us catalog #: cfp002, (B)(4). (B)(4).

Event description:
It was reported that during a paroxysmal afib procedure the acunav catheter was in the rv and it shifted positions and an effusion could be noticed in the ra. Pericardiocentesis was performed and 600 cc's of blood were removed from around the heart. There were no known defects with any bwi equipment that were noticed. Caller did state that there were reprocessed catheters in use but the information (cat/ lot #) were not available at the time of the call. He will follow up with that information as soon as possible. In use was the following bwi equipment: carto3, stockert, stockert remote and cool flow pump. Added (B)(6) 2011: (B)(6) called back to add the catalog numbers for the disposable products involved. There were no faults with any of the catheters or the preface sheath. All disposable products have been disposed of thus they will not be returned and the lot numbers are unknown. Two of the catheters were reprocessed. Added on (B)(6) 2011: (B)(6) called to add another catheter to this injury report. The catheter was been disposed of by the customer and thus will not be returned and the lot number is unknown.